Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event.(B)(4).

Event description:
Same case as 2134265-2017-12146 and 2134265-2017-12208. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that the function was not stable and it froze repeatedly. However, after the functional test during an actual case it froze in the pullback screen with (stop:(B)(4)) error was displayed. It also froze during archived and after measurement. No patient complications were reported.